Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Event description:
A customer reported that their AED battery was depleted. They reported that this did not occur during patient use.